Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017 08:51:47 erp_rfc_user related (B)(4). Complaints text (B)(6) 2017 08:48:31 coleh2 initial notes: cust called stating that she got an alarm. Up to be rpl'd, call back in nov. Inquired what led up to the complaint. Customer response: put in a new batt all of a sudden went from 2 to 0 bars. Less than 24 hrs later, got a failed batt test. Came home after working out. Put in a new batt and currently looks good. Failed battery test t/s per dop114-950. Explained alarm and possible causes. Adv failed battery test alarm is for their safety. Pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. Adv that batteries should be stored at room temperature and be used within expiration date. Adv to clear the alarm with esc and act. Adv if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. Instructed customer to check contacts on battery cap for damage. Contacts are not missing or damaged. Adv to inspect battery compartment and spring for corrosion and/or damage. Found neither compartment nor spring are damaged or corroded. Adv to clean the battery cap contacts with a cotton swab and ipa (isopropyl alcohol). Adv if no ipa is available to use an alcohol wipe or dry cotton swab. Adv to allow at least one minute for the alcohol to dry after cleaning. Adv to insert a new battery ((B)(6) recommended) per IFU which has been stored at room temperature. Adv to ensure that battery is securely fastened (not just pushed inward) and battery slot is aligned horizontally with pump. Adv if not aligned or tightened the pump may alarm failed batt test. Customer did not receive failed batt test. Adv to monitor the pump. Adv we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Customer's outcome pertaining to the complaint: based on t/s cust was advised to monitor her pump, and as a courtesy we will ship a rpl batt cap additional notes: cust cleared alarm when she got home, by looking in the pump booklet. Used a fresh batt from a new pack. Bought a whole new pack from the store. When cust got home she changed batt, hadn't cleared the alarm, pump came up as weak batt. Cleared ship: 1 mmt-638l / return: nothing.